Event description:
The customer contacted philips with questions about a shock advisory decision. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.